Event description:
On (B)(6) 2022, it was reported by a sales representative via phone that an ar-13070s-p-s patella sutureplate¿ ii had an issue. During a oris patella fracture procedure on (B)(6) 2022, when the surgeon was tamping the hooks distally into the patella, one of the distal hooks of the sutureplate bent, so the surgeon tried to grab the hook to bend it to a normal position, and while doing so, one hook on the sutureplate broke completely inside the patient, and the other hook broke partially. The surgeon was able to retrieve and remove all fragments from the patient. Another implant (same part, different unk lot number) was used to complete the procedure successfully with no impact to the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.